Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a receiver reinitialization occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was walking outside, she suddenly passed out. The patient had no symptoms prior to passing out. The next thing the patient remembers is waking up in the emergency room (ER). In the ER, the patient was told someone found her and brought her to the ER. The patient was unaware if she was given any medication or treatment prior to her regaining consciousness. At the ER, the patient¿s bg meter reading was 40 mg/dl while her cgm was not providing any readings due to a ¿system check error: code 5¿ message. The patient stated that before she went outside for a walk her cgm receiver was working and was providing a reading of 146 mg/dl. In the ER, the patient was provided with food, candy, and orange juice as treatment. The patient was discharged home after approximately 4 hours. At discharge, the patient¿s bg level of 196 mg/dl. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.